Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to adjust the stimulation prior to the call with patient services was due to the patient's inexperience. They attributed the cause of the stimulation being off as also due to their inexperience.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient (pt) called inquiring which side of their body their lead was placed. Patient services reviewed information from device registration and the pt said they have medical note that shows: right s3 foramen. The pt said their doctor had told them they could check this on their own by increasing stim until they felt stim and could feel which side of their body they felt it. The pt said they had tried that yesterday and were not successful they could not increase or decrease. Patient services worked with pt and their programmer to sync with their implant. They were on program 4 at 1.2 and stim was off. The pt successfully turned stim on and increased to 1.7. The pt said they noticed the feeling of stim on the right side and decreased back down to 1.4. The pt said they did not realize stim had been off. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.